Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the device was used to clip on the cystic duct. The jaw did not open at the 2nd or 3rd firing. The jaw was opened by hand forcibly. As the nurse tried to fire the device after the operation, the few clips remained in the device. Also as it could not be confirmed which lot number was for the complaint device, two tyvek sheet would be returned. Another device was used to complete the procedure. There were no adverse consequences for the pt.